Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, separation of the tubing from the drip chamber could be observed; therefore, the incident could be verified. A device history record review for model 11448964 lot number 20043439 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Though the incident could be verified based on the photos. Root cause analysis: due to no samples being received an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that sec set no ports w/hanger dehp free tubing separated and leaked. The following information was provided by the initial reporter: material no.: 11448964, batch no.: 20043439. It was reported the tubing separated from below the drip chamber resulting in a small chemotherapy spill. Nurse had the secondary line primed with saline ¿ two nurses had checked the line prior to use. Nurse went to attach chemotherapy to secondary tubing, attached with no problem. Nurse hung the chemotherapy IV bag on the pole, and turned and within under 5 seconds, the tubing fell apart below the drip chamber, causing a small chemotherapy spill. Drip chamber had not been squeezed. Line had not been further manipulated aside from raising the bag to hang on the IV pole. Tubing disconnected below drip chamber. How was it detected? Nurse witnessed tubing separate from below the drip chamber.